Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nasal/throat irritation or soreness, dry cough, sinus. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  A correction to b5 was made and should be:  the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal/throat irritation or soreness, dry cough, sinus related to a bipap device's sound abatement foam. There was no report of patient harm or injury.  Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal/throat irritation or soreness, dry cough, sinus related to a bipap device's sound abatement foam. There was no report of patient serious harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from an external and internal inspection: a blackish dust like contaminate was observed on the outside of the top and bottom enclosures, keypad, sd cover flip door, control dial, and ui panel, inside sd cover flip door, air inlet on the blower box, on the blower box, and bottom enclosure. A blackish and yellowish unknown contaminate was observed on the accessory module flip door. A brownish dust like contaminate was observed on the control dial, ui panel, bottom enclosure, and inside the rear panel and bottom enclosure. An unknown grayish smear consistent with dust was observed inside the top enclosure and inside the ui panel. A contaminate consistent with no clean flux was observed on the sd card slot of the pca board. A white powder substance was observed on the blower. Liquid ingress was observed on the blower and blower box. Rust like corrosion was observed on the bottom enclosure, dc jack color insert and p4 power connector, suggesting liquid ingress to the p4 power connector. A keratin-like substance was observed on the blower box outlet and blower seal. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error code.